Manufacturer narrative:
The patient had both restorelle y contour mesh and an aris sling implanted during the same procedure; see manufacturer report number 2125050-2022-00247 regarding the restorelle y contour. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced inter alia, dyspareunia, urgency problems, erosion of the vaginal wall and other tissues, infection, incontinence, permanent physical deformity, the loss of ability to perform sexually, permanently diminished enjoyment of life, and difficulty with daily activities. The patient underwent removal surgeries.

Event description:
Additional information received on 02/05/2023 includes patient symptoms of vaginal bleeding, vulvar irritation and general vaginal discomfort. Urinary retention. Difficulty and incomplete eliminating of bowels. White vaginal discharge 6 weeks s/p vaginal mesh excision. Patient also reports straining with bowel movement with rectal discomfort and bulge. MRI of pelvis due to sensation of needing to defecate, rectal and vaginal pressure with burning. Transabdominal, transvaginal ultrasound performed. Intermittent vaginal yeast and bacterial infections treated with medication.